Event description:
There were two reported incidents of blades breaking while loading, and one incident of the blade breaking in the patient's ankle during surgery, which required additional measures to get the piece of blade out of the ankle.